Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken shell, red tissue and particle materials on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Physician reported "left breast of the patient became smaller, thin membrane tissue on the outer part of the implant" and implant was ruptured. Device was explanted. This relates to the left side.